Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No further investigation can be performed since the complaint is contaminated with blood. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking blood from the port closest to the patient. The set was being used with a baxter infusion pump. There was no damage noted on the product or its packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.